Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4).

Event description:
The customer reported via phone call of having high blood glucose of 432mg/dl and the pump screen is stuck. Customer treated with a bolus and indicated that there was a leak. Customer declined high blood glucose troubleshooting and indicated that the introducer needle was left in their body. No further details given.